Manufacturer narrative:
Patient city: (B)(6); patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized due to high blood glucose level of 284 mg/dl on (B)(6) 2024. The patient visited emergency room and then admitted to hospital. Received treatment with intravenous drip. Headache and chest pain were symptoms observed during hospitaliization. The patient was released on (B)(6) 2024 at 7:30 pm after 2 days. No further information available.